Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing came apart. The infusion set was located on abdomen. The infusion se was in use for 3 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.